Manufacturer narrative:
Button error alarmed due to corroded all buttons on keypad trace. No numbers ramping on display or frozen display noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a frozen display. Blood glucose level at the time of the incident was 350 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.